Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home, in her sleep. The caller stated that the cause of death is still unknown; they are awaiting a response from the coroner if foul play was involved or what led up to the customer's passing. The caller stated that the exact date of death is unknown; it's between (B)(6) 2015. The caller stated that all she saw was a post online by the customer that she had been in and out of the hospital; the caller was unsure due to what and could not provide further details. The caller did not know the customer's blood glucose at the time of passing. The caller did not know if the customer was wearing the insulin pump at the time of death or not. The customer has not lived at home for more than six to seven years and was taking care of everything on her own. The caller did not have the insulin pump. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.